Event description:
A discordant advia 1650 creatinine_2 result was obtained on one patient sample and the result was not reported to the physician. Upon retest on an alternate instrument, the corrected result was reported. There were no reports of patient intervention or adverse health consequences due to the discordant creatinine_2 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse checked all probe alignments, repositioned reagent probe one, tested and adjusted mixer two position and replaced a bent rod. The fse found air bubbles in the sample probe wash pump (scp) and cleaned a check valve. The fse primed the system, ran a cv check and tested functionality. The cause of the discordant creatinine_2 result is unknown. The instrument is performing within specifications and no further evaluation of the device is required.